Manufacturer narrative:
Not available - tavi performed.

Event description:
A percival valve was implanted on (B)(6) 2018. On (B)(6) 2018, paravalvular leak was identified at the non-coronary cusp. Transapical tavi was performed, which reportedly fixed the leak.

Manufacturer narrative:
Updated fields: event.

Event description:
A perceval valve was implanted on (B)(6) 2018. On (B)(6) 2018, paravalvular leak was identified at the non-coronary cusp. Transapical tavi was performed, which reportedly fixed the leak. The model and size of the replacement device are not known. It was reported that no stent deformation was observed.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208 , s/n # (B)(4), and nitinol stent, as they pertain to the reported event, were retrieved and reviewed by quality engineering at (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release. As the device could not be investigated, and echo images of the device were not available for review, no device analysis could be performed and the root cause of the event remains unknown. However, based on the document review performed, no manufacturing deficiencies were identified.